Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e6 mechanical error on (B)(6) 2014. The customer was advised the infusion device should be returned for evaluation. The customer purchased new accessories and was able to "fix" the issue, and he resumed use of the infusion device on (B)(6) 2014. The customer experienced hyperglycemia of 28.0 mmol/l on (B)(6) 2014 and was admitted to the hospital. He reported this was due to the issues with the e6 errors. He was taken to the hospital by ambulance, treated with an insulin IV, and was still hospitalized at the time of the report. His normal blood glucose range is 6.0-13.0 mmol/l. The alleged products were requested for evaluation.